Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using prostyle devices after a transcatheter aortic valve replacement (tavr) interventional procedure using a 7f sheath. This was the small hole access site. Reportedly, a cuff miss occurred with both prostyle devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.